Event description:
It was reported that the patient was revised due to a loose insignia stem; stem and head were revised. The patient had his left hip revised for pain and loosening of the femoral stem insignia size 2 high offset.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.